Event description:
Country of complaint: (B)(6). After placing screws, rods, and mounting set screws in each screw head, the surgeon started tightening set screws. However, the set screw in right c6, and placed the set screw again but the set screw would not be screwed into the screw head. The surgeon replaced this set screw and finished tightening the set screw. There was extended operation time of more than 15 minutes due to this incident.

Manufacturer narrative:
Evaluation is on-going at the manufacturing site. The components involved in this incident (samples presented) are sw164t / s4c polyaxial screw 3.5x16mm x 2 pcs (batch: 51721482 / production date 01/20/2011 and 51845384 / production date 05/04/2012) and sw003t / s4c set screw new version x2 pcs (batch: 51858417 / production date 07/10/2012.